Event description:
Literature was reviewed regarding ¿the petticoat technique is associated with abdominal aortic remodeling in sub-acute, uncomplicated type b aortic dissection¿ the time frame of this study was over a five-year period. This study evaluated the efficacy of the petticoat technique for type b and postoperative residual type b aortic dissection in the subacute phase. Valiant navion, valiant captivia and non-medtronic stent grafts were implanted in the cohort of 51patients. The following adverse events occurred: stent graft-induced new entry (sine), aortic dilation, intervention patient mortality was reported but there is no causal link that a medtronic stent graft caused or contributed to any deaths. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿ the petticoat technique is associated with abdominal aortic remodeling in sub-acute, uncomplicated type b aortic dissection¿ journal of vascular surgery 2026;83:43-9 https://doi.org/10.1016/j.jvs.2025.09.006 no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported a2: mean age a3a: majority sex date of publish used for incident date in section 2.3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.